Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patients physician called boston scientific technical services (ts) concerned with loss of capture (loc) and stated that the family of this patient said they had been experiencing syncopal events. The physician also stated that the patient went into atrial flutter and had not been feeling well. Currently the patient is inhibiting pacing in the left ventricle and would like to get more bi-ventricular (biv) pacing going for this patient. Ts suggested some programming changes which the physician did, but was still seeing an occasional premature ventricular contractions (pvc) but there was increased biv pacing. To date, no additional adverse patient effects have been reported.